Event description:
During device exchange procedure due to normal eri, a pacemaker dependent patient experienced two events of no stimulation. A new device was successfully implanted and the patient is in stable condition.

Manufacturer narrative:
Analysis of device discovered output was within specified tolerance, and capture test revealed no loss of capture. Evaluation of the header discovered no defect that could contribute to the complaint of no stimulation. Visual examination of the device revealed an electrocautery mark on the can. As stated in the user¿s manual, electrocautery exposure can cause pacing inhibition. Further analysis discovered the device has reached eri and is considered normal battery depletion.